Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-04415. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). During the index procedure, two taxus liberte stents of size 3.00x 12mm and 3.00x38mm were implanted. In (B)(6) 2012, the patient had a myocardial infarction. No additional information is available at this time.